Manufacturer narrative:
H6 patient codes: e0107 cognitive changes & e0122 movement disorder added.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted with a laa complete seal and deployed device diameter of 19.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81 mg /day) and apixaban (10 mg/day). Two years post procedure the patient had an office visit for cognitive and behavioral changes which was associated with symptoms of ataxia and tremor. The patients family was noticing changes in behavior, like being quieter less talkative and had a change in facial expressions and increased forgetfulness. Upon review of system, the patient showed musculoskeletal gait abnormality (shuffling) and hand tremors. Physical examination revealed gait shuffling and no other significant findings noted. The patient was further referred to neurology, for evaluation and management. Ten days later magnetic resonance imaging (MRI) of brain revealed, small subacute left basal ganglia infarct. Few additional, old left basal ganglia infarct was also present. Mild-to-moderate global parenchymal volume loss (as compared to the left, suspect mild preferential volume loss of the right hippocampus as compared to the left). Moderate chronic white matter changes. Heterogeneous appearance of the parotid glands. The patient was referred to neurology. Based on the diagnostic findings, the patient was diagnosed with a stroke. Three months later, aspirin was held, and aggrenox (25/200 mg twice/day) was started in response to the event. The patient had neurology consultation for sudden onset of problems with speech balance and abnormal brain MRI. Upon neurological examination at that time was essentially unremarkable though the patient had diminished reflexes in legs with decreased sensation in feet, compatible with a diabetic peripheral neuropathy. Based on the findings, it was determined that the patient had a stroke, and the patient had a shower of emboli. The patient had been referred to another hospital for stroke since he seems to be getting better. Nine months later (three years post procedure) the outcome of the event was considered to be resolved.

Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted with a laa complete seal and deployed device diameter of 19.0 mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81 mg /day) and apixaban (10 mg/day). Two years post procedure the patient had an office visit for cognitive and behavioral changes which was associated with symptoms of ataxia and tremor. The patients family was noticing changes in behavior, like being quieter less talkative and had a change in facial expressions and increased forgetfulness. Upon review of system, the patient showed musculoskeletal gait abnormality (shuffling) and hand tremors. Physical examination revealed gait shuffling and no other significant findings noted. The patient was further referred to neurology, for evaluation and management. Ten days later magnetic resonance imaging (MRI) of brain revealed, small subacute left basal ganglia infarct. Few additional, old left basal ganglia infarct was also present. Mild-to-moderate global parenchymal volume loss (as compared to the left, suspect mild preferential volume loss of the right hippocampus as compared to the left). Moderate chronic white matter changes. Heterogeneous appearance of the parotid glands. The patient was referred to neurology. Based on the diagnostic findings, the patient was diagnosed with a stroke. Three months later, aspirin was held, and aggrenox (25/200 mg twice/day) was started in response to the event. The patient had neurology consultation for sudden onset of problems with speech balance and abnormal brain MRI. Upon neurological examination at that time was essentially unremarkable though the patient had diminished reflexes in legs with decreased sensation in feet, compatible with a diabetic peripheral neuropathy. Based on the findings, it was determined that the patient had a stroke, and the patient had a shower of emboli. The patient had been referred to another hospital for stroke since he seems to be getting better. Nine months later (three years post procedure) the outcome of the event was considered to be resolved.